Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose as high as 550 mg/dl with no symptoms. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. During troubleshooting with customer technical support (cts), it was determined that the bg excursion was a result of the patient not responding to an alarm in a timely manner. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in the pump.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.